Event description:
Pt on hemodialysis machine 6/04 with routine blood flow setting. After approx. 2-3 hours, blood leak alarm sounded. Rn checked alarm and noted approx. 1-2 cm crack in pump segment of tubing. Dialysis stopped. Pt check. Vital signs stable. Tubing changed. Dialysis resumed. No problems noted. No sequalae.

Event description:
Pt on hemodialysis machine with 08/2004 routine blood flow setting. After approx. 2-3 hours, blood leak alarm sounded. Rn checked alarm and noted approx. 1-2 cm crack in pump segment of tubing. Dialysis stopped. Pt check. Vital signs stable. Tubing changed. Dialysis resumed. No problems noted. No sequalae.

Event description:
Pt on hemodialysis machine 8/2004 with routine blood flow setting. After approx. 2.3 hours, blood leak alarm sounded. Rn checked alarm and noted approx. 1-2 cm crack in pump segment of tubing. Dialysis stopped. Pt check. Vital signs stable. Tubing changed. Dialysis resumed. No problems noted. No sequalae.

Event description:
Pt on hemodialysis machine 9/2004 with routine blood flow setting. After approx. 2-3 hours, blood leak alarm sounded. Rn checked alarm and noted approx. 1-2 cm crack in pump segment of tubing. Dialysis stopped. Pt ckeck. Vital signs stable. Tubing changed. Dialysis resumed. No problems noted. No sequalae.